Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. While implanting the left ventricular lead, the slittable outer catheter got stuck when pulling out. Lead electrodes were visibly stuck on the catheter. The lead was removed and another lead was used. The second lead used, however, dislodged upon slitting the cs sheath. The lead was not used. Patient was stable post procedure.